Event description:
It was reported that after implant of the device, the patient experienced adhesions, infection, severe and chronic pain, and discomfort. The patient had surgery to remove the mesh. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).